Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, intra-op, while driving a 3.5x17mm screw through the artificial plate, the t8 portion of the driver sheared off in the screw head, and was left inside the head of the screw; perhaps, the driver was not fully seated. The product came into contact with the patient and the tip remained in the patient post op. The construct looked fine but the surgeon is wondering about future complications should a revision surgery be needed.